Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available.

Event description:
It was reported by our affiliate that during 2 surgeries, the vapr electrode was clogged. The product with the same lot number was used during the 2 surgeries. The incident did not have an impact on the patient. Another electrode was used to complete the surgery. A delay of surgery of 30 minutes was reported for both incidents. This complaint is raised to record the second incident. The first incident is recorded under (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and sent to the supplier for evaluation. The active tip looks in a used condition, as the raised nodules on the face of the active tip have become rounded and there is evidence of discoloration and tissue around the active tip on the surface of the ceramic there is visual evidence of tissue blockage within the suction port of the active tip. There is fluid visible in the suction tube. There are multiple indentations in the suction tube suggesting the suction control clamp has been used. The device passed the continuity tests, capacitance tests and failed the hipot test. Functional testing was performed and when connected to a generator the device was recognized and the settings were available. One minute ablate and coagulation testing was performed and passed. The suction test was performed and failed. Further investigation was performed for the suction failure. A positive pressure was applied to the suction tube, it could be seen that the test fluid could not flow all the way through the system, confirming a significant blockage. The suction tube was cut to assess if the blockage was in the main part of the device or in the suction tube. When pressure was applied to the suction tube only, no flow through the tubing was evident. Examination of the tube revealed glue had transferred into the tubing causing a blockage. A further pressure test was performed on the main body of the device, again no flow was evident. The investigation discovered that there was a second blockage at the proximal end of the device. It is believed this blockage could also be due to glue, as when attempted to be cleared it was noted that the blockage had elastic properties. There are two areas of blockage, one in the suction tubing and the other in the main part of the device. It is believed the blockages are resultant of glue transferring to the incorrect locations. A supplier CAPA has been initiated to investigate this issue further to determine root cause and identify any potential corrective actions. This complaint can be confirmed. The DHR review performed for the complaint device lot number has not indicated any issues with the manufacturing process that might explain the failure observed. The supplier reviewed our complaint records to assess the frequency of this defect over the last 12 months and our analysis shows the defect to be an isolated incident. Due to the insignificant risk to the patient and low occurrence no corrective actions have been determined at this time. A review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 4/30/2018 stated that the device was sent to supplier under the tracking number: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.